Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed and there was a blackout screen keep freezing and popped back to the login page. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and the blackout screen. The field service engineer (fse) found that three drawers had failed. The escort was able to recover the drawers without any issues. However, after recovering, drawer 4.2 pocket e remained unable to recover. The fse reseated all cables and wires, cleaned the inseparable magnet, and examined the pyxibus cable. After rebooting, the system was verified to be operable, allowing the escort to access pyxis successfully. The system functioned as intended after the field service engineer repaired the device.